Event description:
Olympus (omsc) was informed that the customer high-definition camera head has a no image displayed defect. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for service. The service evaluation confirmed the customer¿s reported problem, no image displayed due to a defective cable. Additionally, the scope mount latching ability is insufficient and there is deterioration of the main body. The electrical contacts have corrosion, and the connector has cracks and watertight fatigue. A review of the repair history confirmed the device has not been repaired in the past year. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, it is likely that the no image problem is due to a defective cable unit. However, the cause of the defective cable unit could not be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.